Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 5.0 pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). It was reported the physician suspected hemolysis. The initial position of the pump was verified by echo. The physician attempted to re-position the impella; however, this did not resolve the issue. Continuous hemofiltration/hemodiafiltration (chdf) was started to treat the patient and the impellas position was re-adjusted. The physician stated the patient underwent aortic valve replacement (avr) and mitral valve repair (mvr) surgery, due to this the position of the aortic valve was different from that of a normal patient; therefore, hemolysis was likely to occur.

Manufacturer narrative:
The pump was returned for review; however, only the distal portion was returned. The reported hemolysis was confirmed. The root cause was most likely improper positioning. Data logs were not returned for review. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.